Event description:
It was reported that a patient allegedly fell when the bed exit alarm did not go off while using a bed extender due to a loose connection. No additional information has been provided.

Manufacturer narrative:
It was confirmed that there were no alleged adverse consequences as a result of this reported event.

Event description:
It was reported that a patient allegedly fell when the bed exit alarm did not go off while using a bed extender due to a loose connection. No additional information has been provided.